Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) failed to purge the cassette after being inserted. A new purge cassette was attempted with same issue. The team replaced the aic and was able to purge the cassette.

Manufacturer narrative:
D.2 common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04722 was submitted. D.4 model number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04722 was submitted. E.1 fax number was added as it was indavertently omitted on the initial manufacturer device report number 1220648-2023-04722. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04722 and should not have been. G.1 fax number was added in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04722 was submitted. MDR reporting contact email was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04722 was submitted. H.6 code 2199, 3221 and 4144 were reported incorrectly on the initial manufacturer device report number 1220648-2023-04722. A new code was added.